Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27th march 2026, it was reported by an arthrex employee via email that for 2 units ar-4501, meniscal cinch¿ ii, the first button could not be pushed, then a new ar-4501 was used, but the same issue happened again. This was detected during use in a meniscus repair surgery on (B)(6) 2025. The procedure was completed successfully by using the third one. No patient harm and no secondary procedure needed. Knot pusher and cutter part number is ar-11790. 1st april 2026 - the complaint initiator replied that the defect was discovered while the device was in the patient. The implant did not deploy.